Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with an alert for high, out of range hv lead impedance. Pocket manipulation testing was performed. Dft and further actions will be discussed with the physician.